Event description:
It was reported that both leads exhibited noise. Noise was recreated by having the patient raise his arms over his head. After the implantable cardioverter defibrillator (ICD) change out, the replacement ICD was reprogrammed to ddi to alleviate the noise on the atrial channel.

Manufacturer narrative:
No medwatch form was received.